Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device code (B)(4) clarifier indication for use. Na.

Event description:
This is filed to report difficulty retracting and inability to close the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to a grade of 2. A third clip delivery system (cds) was positioned on the tricuspid valve (tv); however once the cds was positioned on the tv there was no reduction in tricuspid regurgitation and the cds was retracted into the right atrium (ra). During retraction, one of the clip arms became bent and the cds was unable to be retracted into the steerable guide catheter (sgc). It was noted that the clip could not close completely from that point on. The cds was retracted as close to the sgc as possible and was removed without issue. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. The reported difficult to remove appears to be due to user technique. The reported deformation due to compressive stress and difficult to close the clip are cascading effects of the reported difficult to remove. It was reported that the mitraclip g4 system was used to treat tricuspid regurgitation. It should be noted that the intended use section of the mitraclip g4 system instruction for use states: "the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). It was determined that using the mitraclip on the tricuspid valve did not cause any effects. Based on available information, the reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design or labeling.